Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported sheath splitter tore and sheath not completely splitting was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath device after a diagnostic angiogram of the left lower extremity. Reportedly, the sheath splitter tore the sheath and the sheath did not completely split. A cutdown was performed and the device was removed. It is unknown if the safety release mechanism was used. Hemostasis was achieved surgically. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.